Event description:
Information was received from a patient representative regarding a patient who was receiving morphine, bupivacaine, and baclofen via an implantable pump for non-malignant pain. The reason for the call was the patient representative stated that the pump expires on 2026-may-15, and the patient was in and out of the hospital. It was reported that the patient representative saw the end of service (eos) message a week ago. The patient representative contacted the healthcare provider (hcp), and they scheduled an appointment for (B)(6) 2026. Agent redirected the patient representative to the hcp to address. Additional information was received from a healthcare provider (hcp). It was reported that after a recent visit to the hcp, the eos date was reported to be 2026-may-15. Caller stated they saw the patient this morning, and the pump is now saying the eos date is 2026-aug-03. Agent asked if the pump was alarming, and the caller said no. The caller confirmed that the time and date on the tablet are correct. The hcp interrogated the pump one more time and eos was still showing as 2026-aug-03. The caller read the pump logs, the eri alarm had occurred on 2026-feb-14. The issue was not resolved through troubleshooting. The caller advised that the 2026-aug-03 date was incorrect, and they should go off of the original eos date of 2026-may-15.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.